Event description:
The customer reported that the left monitor would not work. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The video cable and the display adapter board were replaced. The system was tested and operates as intended.